Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged while filling the cartridge with insulin. Customer changed the syringe needle as it was thought that a piece of the septum was inside the needle. Customer's blood glucose was 180 mg/dl.